Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to helix extension issues. This rv lead was attempted to stimulate the left bundle branch, however the optimal position was not located. The helix mechanism no longer extended as expected after several repositioning attempts. This rv lead became stuck upon removal, and subsequently deformed and broke while attempting to extract. A new rv lead was successfully placed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed the direct observation of a fractured lead helix. A missing a portion of the helix was noted and the stylet was returned stuck in the lead due to dried blood. A helix mechanism test was unable to perform due to stylet stuck in lead. The fractured lead helix is considered a design issue, as the field report indicated the damage occurred during normal use during implant.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to helix extension issues. This rv lead was attempted to stimulate the left bundle branch, however the optimal position was not located. The helix mechanism no longer extended as expected after several repositioning attempts. This rv lead became stuck upon removal, and subsequently deformed and broke while attempting to extract. A new rv lead was successfully placed. No adverse patient effects were reported.